Event description:
The physician reported that following the implant of the subject pacemaker, there was high impedance (>3000 ohms), abnormal sensing values (4.29 - 4.59mv) and capture failure relative to the ventricular channel. A re-intervention was performed on (B)(6) 2014 and the ventricular lead showed ¿appropriate¿ sensing and pacing with a psa. Another pacemaker was subsequently implanted instead. The physician suspects a connection issue.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
The physician reported that following the implant of the subject pacemaker, there was high impedance (>3000 ohms), abnormal sensing values (4.29-4.59mv) and capture failure relative to the ventricular channel. A re-intervention was performed on (B)(6) 2014 and the ventricular lead showed ¿appropriate¿ sensing and pacing with a psa. Another pacemaker was subsequently implanted instead. The physician suspects a connection issue.

Event description:
The physician reported that following the implant of the subject pacemaker, there was high impedance (>3000 ohms), abnormal sensing values (4.29-4.59mv) and capture failure relative to the ventricular channel. A re-intervention was performed on (B)(6) 2014 and the ventricular lead showed ¿appropriate¿ sensing and pacing with a psa. Another pacemaker was subsequently implanted instead. The physician suspects a connection issue.